Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed multiple episodes of non-sustained right ventricular oversensing due to right ventricular lead noise. All other electrical measurements are stable. The patient was asymptomatic. No intervention was performed at this time; the patient will continue to be monitored.

Event description:
New information received noted the right ventricular lead was capped and replaced by dr. (B)(6) at (B)(6) on (B)(6) 2019. The patient was in stable condition.